Manufacturer narrative:
Device received with partial display or missing segments due to cracked lcd glass. Unable to performed displacement due to display anomaly. Device received with cracked battery tube threads, fading serial number label and cracked case corner of belt clip rails

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that there was a purple vertical line on the insulin pump going through the shield and some dark spots on the lcd screen of his insulin pump. Troubleshooting was done for partial display. Display did not return after insulin pump restart. No further details given. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.